Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was no longer working after being dropped in a swimming pool. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced and the customer will not return the product for analysis.